Event description:
It was reported that (1) tsg45 device was used during a video assisted thoracic surgery procedure. It was reported by the representative that the video assisted thoracic performed stapler didn't completely fire staples, and this resulted in bleeding. The reload was opened and the staples were sticking out. The case was completed with a cautery. There was extended or time by 2 hrs.